Manufacturer narrative:
Concomitant medical product: product ID: 6935m55, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was atrial undersensing noted during the patient's chronic atrial arrhythmia. It was noted that the implantable cardioverter defibrillator (ICD) had been programmed for ventricle sensing/pacing only. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.